Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 720 mg/dl. Reportedly, the continuous glucose monitor values were inaccurate; however, no further information was available regarding the cause of the high bg. Customer declined to provide backup method of insulin therapy. No additional patient or event information was provided.